Event description:
It was reported that implant was removed due to infection, lesion also reported. Tooth number 30. Abscess and pain were reported as a result of the event. Bone graft was performed and patient will return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.